Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (2000mcg/ml at 100mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient had loss of intrathecal (it) baclofen effect 6 months prior to (B)(6) 2017. The dose was weaned down. There was no response to bolus. In the operating room (or), no cerebrospinal fluid (csf) was found to flow from the catheter at the pump. Positive flow was found when the catheter was cut at the spine. A new pump portion of the catheter was placed. No environmental, external, or patient factors were reported to have caused this issue. The issue wassaid to have been resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable catheter (serial (B)(4)) identified a kink in the catheter body which caused the catheter to become occluded. Visual inspection confirmed there was damage to the transition tubing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.